Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zmc on 05/09/2017 for evaluation. The equipment evaluations are still underway. The initial evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: sn (B)(4): 03/23/2011, sn (B)(4): 11/10/2014.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2017 at 5pm. It was reported that the patient was treated twice and then was taken to the hospital. The patient was not wearing the device at the time of passing. Per review of the event, the patient received 2 treatments between 01:23:50 and 01:24:41 pm on (B)(6) 2017. The rhythm at the time of the first treatment was sinus tachycardia at 145 bpm with paroxysmal atrial tachycardia (pat). The post-shock rhythm remained sinus tachycardia with pat. The rhythm at the time of the second treatment was pat at 205 bpm. The post shock rhythm was sinus tachycardia. The rapid pat rate contributed to the false detections. Per review of the event the response buttons were not pressed during the entire event.